Manufacturer narrative:
Findings: unit received stuck in force sensor calibration value corrupted alarm loop after battery installation due to a software error. Unable to perform any test due to alarms. Unable to confirm motor error alarm due to alarm the motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and force sensor calibration value corrupted. Customer's blood glucose was unknown mg/dl. The customer can't do anything in the pump. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.